Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker. .

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 117 mg/dl at the time of the incident. The customer stated that the top of the battery chamber is damaged. The customer stated that they screwed the cap down further than it should go. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.